Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through log file analysis that there were 5 episodes of intermittent low voltage and no external power alarms while connected to the mobile power unit (mpu) during the 38 day length of the file. This was caused by power to the mpu being briefly interrupted. The source of the power interruption is unknown.

Manufacturer narrative:
Section a and d4: patient and device information were requested but were not provided manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 39 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Intermittent no external power alarms were active on (B)(6) 2022 from 23:37:41 ¿ 23:38:01, on (B)(6) 2022 from 12:46:00 ¿ 12:46:01, on (B)(6) 2022 at 10:36:47, on (B)(6) 2022 at 10:54:55 ¿ 10:54:56, and on (B)(6) 2022 from 09:45:28 ¿ 09:45:31. These alarms occurred while connected to the mobile power unit (mpu) and appear to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, the cause of the no external power event was identified, if the mpu was exchanged/ removed from service, and if the mpu would be returned for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.